Event description:
It was reported that during insertion of the iab, the one-way valve on the catheter leaked. Due to this, proper vacuum could not be achieved and insertion difficulty was met. The iab was removed and replaced without any complications.